Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that during the procedure the valve was partially re-sheathed three times. The implant depth at release was 5mm from the ncc. Upon full deployment the valve slipped deeper into the left ventricular outflow tract (lvot). The valve was snared and repositioned upward into the annulus. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported valve migration could not be conclusively determined. The reported unexpected medical intervention was result of case-specific circumstances as the valve was snared. The reported improper or incorrect procedure or method was due to snaring the valve after implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the event was further reviewed by an abbott director medical affairs. The reviewer noted: ¿the CT analysis showed that the patient¿s anatomy was borderline between a 27mm and 29mm valve. The 27mm valve was implanted; it is possible the larger 29mm valve would have anchored better in this patient. The fluoro images showed several partial deploy positions and the valve in a deep position upon final release, confirming the event. Based on the imaging provided, the cause of the migration remains unclear."

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 24.7mm. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the valve was partially re-sheathed three times. At 80% deployment the implant depth was 4-5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The implant depth at release was 5mm from the ncc. Upon full deployment the valve slipped deeper into the left ventricular outflow tract (lvot). The valve was snared and repositioned upward into the annulus. The final implant depth was 4mm from the ncc and 4mm from the lcc. A mild perivalvular leak was noted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 24.7mm. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure the valve was partially re-sheathed three times. At 80% deployment the implant depth was 4-5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The implant depth at release was 5mm from the ncc. Upon full deployment the valve slipped deeper into the left ventricular outflow tract (lvot). The valve was snared and repositioned upward into the annulus. The final implant depth was 4mm from the ncc and 4mm from the lcc. A mild perivalvular leak was noted. The patient status was stable.